Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling because she received readings of 500 mg/dl and 120 mg/dl on her nano meter within ten minutes. No adverse event. Meter and strips are being returned and replaced.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.